Manufacturer narrative:
On 7-jan-2026, bwi received additional information indicating that the medical lab tested the black material and confirmed that it was related to blood tissues. Due to this confirmation that this was not unintended foreign matter found on the device, there is no event or malfunction that is considered FDA-reportable. As a result, no further reports will be sent regarding this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a foreign material was observed inside the hemostatic valve. After the procedure, upon removal of the vp catheter, black flocculent material was observed inside the hemostasis valve. During the procedure, no resistance, device damages, or lifted/sharpened rings were noted. The device had been used on the patient. The foreign material had only been noticed after the device was used on the patient. The customer stopped use of the vizigo sheath. No further details were provided. No patient consequences were reported.